Manufacturer narrative:
The device was not returned for analysis. The manufacturing and sterilization records were reviewed for all implanted devices associated with this case and no nonconformities were found. Device was not explanted.

Event description:
It was reported to nevro that a patient had acquired an infection. The patient was hospitalized and given IV antibiotics. The infection had cleared and the patient was discharged. The scs system was not explanted.